Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01us-delsys, expiration date: 14-mar-2021, serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 09-oct-2019, patient code(s): (B)(4), device code(s): (B)(4), FDA method code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) moved and exhibited no capture post cutting of the tether. The leadless ipg was recaptured and replaced. No patient complications have been reported as a result of this event.